Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The device was microscopically and visually examined. The device has numerous kinks. There was a hypotube separation 80cm from the strain relief. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded, and there was blood present in the folds. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported break and kinks as there was separation to the device as well as numerous kinks.

Event description:
It was reported that a shaft break occurred. The 80% stenosed target lesion was located in the mildly calcified and moderately tortuous coronary artery. A 3.50mm x 12mm emerge balloon catheter kinked as it was being inserted. As the device was being removed it broke in two pieces. The emerge catheter was not fully inserted into the patient so the broken catheter was removed with the physician hand. The procedure was completed with another same device. No patient complications were reported.

Event description:
It was reported that a shaft break occurred. The 80% stenosed target lesion was located in the mildly calcified and moderately tortuous coronary artery. A 3.50mm x 12mm emerge balloon catheter kinked as it was being inserted. As the device was being removed it broke in two pieces. The emerge catheter was not fully inserted into the patient so the broken catheter was removed with the physician hand. The procedure was completed with another same device. No patient complications were reported.